Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a spinning spiros® closed male luer, red cap that experienced leakage. This is two of three reports. It was reported that here were 2 incidents involving patients whereby the spiros did not connect and there was a cytotoxic spill. There was patient involvement and no patient harm. Additionally this has happened numerous times w/c 30th sept on olayan day unit". The incident occurred immediately on use. There was a small amount of chemotherapy which was seen on the pillowcase and the chemo spill cleaned up per facility protocol using the spill kit. There is no any cuts, holes or defects noted on the product. The product was stored in clinical room and allocated drawer. Number 2 is the defective quantity noted from the department.

Manufacturer narrative:
No ch2000s-c product samples, videos or photographs were returned for investigation. The device history lot was not reviewed, no lot number information was provided. The complaint cannot be confirmed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and a cause cannot be determined.